Event description:
Patient reported left side capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown. Patient also reported non device related events of " ¿intestinal and stomach issues¿, ¿ulcers in their stomach¿, ¿thyroid issues¿, ¿heart issues¿, ¿weight gain¿, ¿lymph nodes issues¿, ¿hernias¿, ¿vision problems¿, ¿short term memory loss¿, ¿arthritis issues¿, and ¿autoimmune disorder¿. The device remains implanted.